Event description:
Pt's mother reports pump not working. Pump is broken since today, when winding back not moving to work (manual pump). Pt medication has been loaded in syringe. Pt missed today's dose. Pharmacy replaced device. Device available for investigation. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Hizentra indication: nonfamilial hypogammaglobulinemia. No further info/details or dates available.